Event description:
It was reported that the patient had a severe increase in spasticity. At that time, his physician increased his medications and the patient stopped breathing due to an overdose. It was noted that the patient required a ventilator at that time. One month later, the patient suffered from an underdose with a recurrence of spasticity. A catheter dye study was performed when he was brought to the hospital, but it was found that there were no leaks, kinks, or breaks. While at the hospital, the patient had another overdose. About a week later, the patient's pump was turned off due to an overdose and he was placed in the intensive therapy unit. The patient was okay the next day and was discharged two days after that. However, on (B)(6), the patient had an increase of spasticity again. He was also given oral baclofen to see if he would respond, but he was not responding. The drug used in this system was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)